Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced a prolonged episode of severe hypoglycemia while asleep, with lowest glucose reported as less than 50 mg/dl, after which glucose returned to baseline; the user later noted the pump may have fallen and that phone alerts were silenced, and no device disconnections, insulin changes, settings changes, or recent illness were identified. Symptoms included severe low blood glucose while sleeping without loss of consciousness or need for external assistance. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of device use patterns, cgm-reported glucose trends, user interview, and troubleshooting and education on hypoglycemia and system operation. Investigation of this case revealed no confirmed device malfunction, component failure, or configuration error, and the cause of the hypoglycemia remained unclear, with potential contributory factors including sleep with silenced cgm alerts and possible pump handling immediately prior to sleep. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.